Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analyis did not confirm the high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, the lead and teap appeared normal. Further, the no problem detected was based on analysis of the product in which there were no found evidence of lead anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.